Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had dislodged one day post implant. The lead was reprogrammed and later repositioned. The lead remains in service. No patient complications have been reported as a result of this event.